Manufacturer narrative:
A patient had an infection at the lead site was reported to abbott. The patient's system was explanted, treating the infection. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection at the lead site. As a result, the patient underwent surgical intervention during which the system was explanted, treating the infection.